Event description:
The manufacture's field service engineer (fse) reported that during servicing, fse identified error code message of machine and proximal pressure sensors failed.there was no patient involvement.